Manufacturer narrative:
No devices were returned for evaluation and no radiographs, images, operative notes, or patient medical history information were provided for review. It is possible this event is associated with polyethylene wear for which a number of variables including use error, implant positioning, implant selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) can be contributors. Additionally, increased shelf oxidation resulting from the use of nylon vacuum bags without evoh (subject of the associated fsca 18832/21) could also contribute to wear. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: implanted with a component having a shelf age of greater than 2 years. The most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors specified in an hhe. However, this cannot be confirmed from the reported information.

Event description:
As reported, the patient had a revision for an unknown reason. Patient was revised to cc inlay vitamin e, neutral, ø 36, gr. 3 (cat# 140-36-63 / serial# (B)(6). No further information at this time.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6-clinical code, components code, the following sections were corrected: clinical code 1924, component code 4756, type of inv 4112, 4109 no longer applies.

Manufacturer narrative:
D10: concomitant products: crown cup inlay,lat.+5 gr.3,32mm (cat# 136-32-53 / serial# (B)(6)). Crown cup,cluster-hole gr.56 (cat# 180-01-56 / serial# (B)(6)).

Event description:
As reported by the germany competent authorities and as part of the manufacturer's recall campaign, the patient went to have both hip prostheses checked (left implanted in 2019, right in 2021). The x-ray and CT check showed clear decentration both prosthetic heads with unusually large osteolysis in both acetabula as a sign of premature inlay wear. First, the right side was revised on (B)(6) 2023. The suspected diagnosis was confirmed and the inlay was replaced with a specially approved vitd-hardened one inlay (novation xle, neutral liner, group 3, 36 mm i.d., ref 140-36-53, sn (B)(6)). As part of the exchange operation, in addition to the inlay exchange, the solid cup integrity was determined as well as curettage and sealing of the cysts in the socket using allogeneic cancellous bone and changing the prosthetic head. The explants are currently with hospital and will be returned to the patient at their own request handed out. No further information provided.